Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) pushed the valve up causing it to dislodge. Thus, another valve was implanted valve in valve. No adverse patient effects were reported. It was reported the physician pulled the dcs before it was confirmed that the nose cone wouldn't interfere with the frame.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.